Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1-j2 connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was self-rebooting prior to the beginning of a case. No patient serious injury or death was reported related to this event.